Event description:
An optometrist reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the optometrist, who reported the iol was off axis. She stated the surgeon rotated the lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).